Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported a peritoneal dialysis (pd) patient had peritonitis. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2020 (discharge date not provided) due to pd catheter (not a fresenius product) flow issues. The patient underwent a pd catheter revision (specifics not provided) and was found to have cloudy peritoneal effluent fluid during the procedure. A peritoneal effluent fluid culture was obtained and returned positive for staphylococcus epidermidis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg, every 5 days for 14 days. The patient is continuing to perform continuous ambulatory peritoneal dialysis (capd) while recovering from the events. The pdrn reported the patient was experiencing constipation leading up to the peritonitis event; however, it could not be determined if the constipation caused and/or contributed to the patient¿s peritonitis. The cassette used by the patient is not available to be returned because it was discarded. The cycler is expected to be returned to the manufacturer for evaluation. Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by cloudy effluent fluid, which warranted hospitalization and antibiotic therapy. Per the pdrn, the definitive cause of the patient¿s peritonitis is unknown; therefore, causality cannot be firmly established. Staphylococcus epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Additionally, most staphylococcus epidermidis infections are due to touch contamination. While there is currently no objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse events. The liberty select cycler and liberty cycler set cannot be excluded from having a possible causal or contributory role in the patient¿s adverse events. Given the lack of causality and no available manufacturer investigation of the suspect device or product (discarded), there is insufficient evidence to disassociate the liberty select cycler or liberty cycler set from the events. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.